Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. A tprlc 133 t1 pps ho 12x144mm was returned and evaluated against the complaint. Visual inspection found the stem to be in good overall condition with no obvious damage. The overall length of the stem (f/1) was measured against the print to confirm the identity. The length was measured at 5.741 inches which falls within the upper limit of the specification. The measurement was documented on the dimensional analysis template. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined as to why the stem didn't seat fully, however, the stem was measured for size and found to be conforming to print specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon broached for a size 12 stem implant. The surgeon implanted the size 12 taperloc stem; however, it seat 1 cm product. The surgeon removed the size 12 taperloc stem and implanted a size 11. The size 11 implant was implanted successfully. No additional information.